Manufacturer narrative:
UDI = (B)(4); the investigation of this event is on-going as a request has been made to the local representative for device retrieval and return.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted due to product performance issue (ppi).

Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) that this device displayed a high impedance error via low voltage measurement. Ts recommended that the local representative should repeat a manual lead impedance measurement. If the measurement is high, ts suggested that the local representative should end the session. Data should be saved to an sd card and uploaded for review. The patient should not leave the clinic as a device replacement may be needed. If the manual lead impedance measurement is not high, isometrics and pocket manipulation should be performed. The sense vectors should also be evaluated. Boston scientific received information from the local representative that a manual lead impedance test was performed and a high impedance message was displayed. No chest x-ray was obtained. All of the sense vectors were evaluated and appeared normal. All of the information was reviewed by the electrophysiologist. The patient is scheduled for a device replacement on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device was received at boston scientific's return products department. A review of device memory found that starting on (B)(4) 2016, the positive polarity lead impedance was normal but the negative polarity lead impedance was open. This continued until the device was explanted on (B)(6) 2016. A low energy shock was commanded and review of the shock waveform found that the device output was only monophasic. The output should have been a biphasic waveform. The root cause of this failure was isolated to a cracked resistor within the high voltage circuitry of the device. Corrective actions for this issue were implemented in (B)(6) 2011. This device was manufactured on september 22, 2010 prior to the implementation of those actions. This report is being filed to correct the date of birth and initial reporter also sent report to FDA.